Event description:
Additional information was received that the implanted product will not be returned to the manufacturer for evaluation. The funeral home does not keep the medical devices that would have been explanted. The woman did not look up the specific patient's file so it was not known if the devices were explanted or were buried with the patient.

Event description:
It was reported that the vns patient expired on (B)(6) 2014 prior to his scheduled battery replacement on (B)(6) 2014. Additional information was received indicating that the reported event did not appear to be seizure-related. The facility informed the manufacturer that additional information will be provided only if postmortem indicates that vns was a contributing factor.